Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose while using the ilet with humalog; the user verified the low with a fingerstick and treated with food, and the device provided a low alert. Symptoms included no reported clinical symptoms. Outcomes included resolution of the low with oral carbohydrate and no need for outside assistance or medical intervention. Investigation included user troubleshooting and education regarding hypoglycemia management and review of recent usage factors, including recent meal announcement timing and device use history. Investigation of this case revealed no device malfunction and no component failure, with the event occurring within normal device function and an unclear precipitating cause given the recent meal and timing of announcement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.